Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Dealer called in alleging client was driving down hill in profile 3 on highest setting when they hit a pot hole and allegedly flipped the chair.